Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a blank display screen. There was reportedly moisture and corrosion observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: during testing, the pump was powered on to a blank screen. The remaining steps were unable to be performed. Visible moisture was observed on the display lens. A leak test was performed; the display lens was found to be leaking. The pump was opened; moisture was found inside the cover and on the main pcb. Moisture damage was also found on the display lens flex. Unrelated to the complaint, the display screen was observed to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was observed to be cracked below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission: 05/19/2016- correction: it was inadvertently reported on follow-up #1 that the display was dim, faded, and pink. This defect in the display was not observed, as the display screen was found to be blank.